Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification in the number of turns required to extend and retract. The analyst indicated that the helix would not extend due to drive shaft lug stuck behind the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, an odd, notched complex was noted before the native qrs complex once the lead was inserted into the device header. When testing the lead through analyzer, the same odd complex was noted and oversensing was indicated. It was also noted that the lead was difficult to place due to patient anatomy. The physician attempted to re-position the lead at which point the lead helix was difficult to retract. It was then noted that the physician was not pleased that the helix fully retracted. The lead was pulled out and attempts to deploy the helix again were unsuccessful. The lead was removed and an alternative rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.